Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device didn't provide shock during intervention on a patient. The patient did not survive the reported event. The healthcare provider confirmed that the device use did not contribute to the patient outcome.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and was not able to verify reported issue. Device was capable of recognizing shockable vfib rhythms and was able to provide defibrillation therapy. No malfunctions were observed. A cause of the reported issue could not be determined. The customer received a replacement device. The customer's device is archived by stryker.

Event description:
A customer contacted stryker to report that their device didn't provide shock during intervention on a patient. The patient did not survive the reported event. The healthcare provider confirmed that the device use did not contribute to the patient outcome.